Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering and they experienced high blood glucose level of 34 mmol/l. The customer felt ok to troubleshooting high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer was treated for the high blood glucose with bolus via insulin pump and manual injections. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering because last week his insulin pump alarmed with insulin flow block alarm and they thought the insulin pump was faulty. Troubleshooting was done for insulin flow block alarm. Customer stated insulin did exit after troubleshooting. Customer stated that they changed the whole infusion set system but when she went to fill tubing then the insulin pump received another insulin flow block alarm. The insulin pump was not returned for analysis.